Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, the customer just received the pump and had not yet used it for insulin therapy. The customer's pump history indicated a data error alert occurred. The pump turned on and the customer successfully inputted their personal profile into the pump.